Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 07/16/2015. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator went vent inop with a watch dog timer failed occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported the ventilator went vent inop with a watch dog timer failed occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused to provide information.